Manufacturer narrative:
Investigation summary: a review of documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The manufacturing documents for this device were reviewed and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were identified. The risk specification for this product includes the failure mode of leakage and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. A device history record review could not be performed as the complaint lot number was not provided. The shelf life for this product is 3 years. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. There is no evidence to suggest that this device was made out of specification. Per the IFU, the device¿s intended use is ¿percutaneous drainage in a variety of drainage applications (e.g., nephrostomy, biliary and abscess), either by direct stick or seldinger access technique.¿ in this case the drainage catheter was used as a nephrostomy. Based on the provided information and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter was employed during a nephrostomy. The patient reportedly later returned complaining of a leakage at the site where the hub meets the catheter. The drain was exchanged for a new device over a wire. No further complications were reported.